Manufacturer narrative:
Date rec'd by MFR: 21may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the nav-ring was not working. No patient or user harm was reported. Event date not specified; estimate used.